Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced an issue with the infusion set. The issue involved one leak at the site, which occurred around (B)(6) 2024. There were no adverse events reported. The patient has been using the infusion set for one day. The patient had changed the infusion set. No further information available.